Event description:
When tco2 monitor was removed from patient's chest, one blister was noted. The therapist changed the site for subsequent monitoring and set the timer to change probe sites every 2 - 2 1/2 hours rather than the standard 4 hours for continuous monitoring. Therapist continued to monitor the patient, however, placing the probe at different sites every 2 - 2 1/2 hours. Approximately 11 hours later, md changed order from continuous monitoring to spot checks (intermittently) every 4 hours. Approximately 14 1/2 hours after first blister/lesion noted, a total of 3 lesions (including first blister) noted anteriorly on trunk = 2 bullae (superficial 2nd degree burns) of approximately 1.5 cm in diameter (unruptured and one lesion erythematous without total bulla formation. Tx: silvadene topically. Heating power of unit was 43.0. Response to #34 edentec 2000 cardiopulmonary monitor.no serious illness, injury or death incurred.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.